Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. A thorough clinical medical evaluation could not be performed without clinically relevant patient-specific supporting documentation. The root cause and/or patient outcome beyond that which was documented in the article cannot be confirmed nor concluded. In addition, the physician referenced in the abstract provided an analysis of all the attached images. Therefore, no further interpretation of the attached images is required. No further medical assessment is warranted at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to traumatic injury, patient anatomy or abnormal loading of limb. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved or product information, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
On the literature article named "conversion of hip resurfacing with retention of monoblock acetabular shell using dual-mobility components", it was reported that, from the rac group, 4 years after the first revision was performed, one patient had an intra-prosthetic dislocation of the dual mobility component associated with extensive poly wear. The event resulted in extensive metal debris requiring revision of the acetabular component with bone grafting and conversion to a ceramic on polyethylene conventional articulation.